Manufacturer narrative:
The complaint devices were discarded by the facility, therefore are unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which could have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for the affected lots of devices. Additionally, the product is sterilized using a validated method of ethylene oxide gas sterilization and all materials have a well-established biocompatibility profile. The product is packaged in a clean room environment using components of known materials to the medical device field (polystyrene, desiccating paper sheath and a foil/poly laminate moisture proof pouch). We cannot discern a root cause for the reported issue. The mitek product used in the case met all requirements and the material is well-established in industry.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatches 1221934-2016-10168, 1221934-2016-10169. (B)(4).

Event description:
It was reported to mitek complaints that last (B)(6) 2015, a patient had a reattachment right proximal hamstring using three fastin rc anchors. The procedure went well however the patient has developed a deep infection and has been back to the theatre twice for debridement and examination. On the last procedure it was noticed that the anchors had come out of situ and that this was at the base of the sinus, where the infection has come from. It is not known whether the sinus was there already or if it was formed due to a reaction of the anchors. The hospital needs to know how the anchors were sterilized, packaged, and what they are made of.